Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, t2 of a fast fix couldn't be deployed. The procedure was completed with a sn equivalent device. It is unknown if there was surgical delay. No further complications were reported.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 have been cut from the suture and were returned off the needle. The suture was not returned. The t1 is fractured at the tip. The needle assembly is bent to a 45-degree angle. Bio debris is present. No functional testing can be conducted since there is damage hindering the inspection/evaluation. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of the material specification found a material certification of analysis is required with each lot. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.